Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 78-year-old male with a history of acute myocardial infarction complicated by cardiogenic shock was initially managed with intra-aortic balloon pump (iabp) support at an outside facility. He was transferred to a higher-level center for further management. Upon arrival, he was taken to the cardiac catheterization laboratory where the iabp was removed and replaced with impella cp for left-sided mechanical circulatory support. In addition, an impella rp flex was implanted to provide right-sided mechanical circulatory support, initiating bipella support. The patient remained on bipella support over the weekend with plans for high-risk percutaneous coronary intervention (pci) early the following week. During this period, the patient developed transient hematuria following a traumatic foley catheter placement. The patient had not received systemic heparin at the time and the impella purge solution was sodium bicarbonate. He subsequently underwent pci to the left main coronary artery and the ostial left circumflex artery. He remained on bipella support for a total of 9 days. A chest x-ray obtained one day prior to planned device removal demonstrated that the impella rp flex had migrated out of optimal position. Despite this finding, the patient remained hemodynamically stable. The impella rp flex was removed the following day without complications. Two days after rp flex removal, the impella cp was removed following continued clinical stabilization. Shortly after removal of the impella cp, the family elected to withdraw care, and the patient subsequently expired.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was most likely use issue related since the device was pulled out of place. Device history review: the device passed all post sterile inspection checks.